Event description:
The nurse reported that the central nurse's station (cns) is down and will not turn on. Tech support (ts) tried to troubleshoot with the customer, but they were not sure how do some of the steps and stated that they would reach out to their biomedical engineer for assistance. Qa contacted the customer for additional information, but they have been unresponsive to emails. Tech support contacted the customer again, but caller was not available but another nurse on duty stated that the issue was resolved but was unaware how it was resolved. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was down and would not power up. The caller was not able to perform troubleshooting steps with technical support (ts), and subsequent attempts to reach a biomedical engineer were not answered. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported that the issue had been resolved but did not know the details of the resolution. As the issue had been resolved without further assistance from nka personnel, it is unlikely that the reported issue was a result of an nk device malfunction or deficiency. Possible causes may be related to the hospital's power infrastructure, loose power cables, or ups related. A serial number review of the reported device does not reveal additional related complaints.

Event description:
The nurse reported that the central nurse's station (cns) was down and would not power up. No patient harm was reported.